Event description:
Attempted to irrigate urine in foley bag, unsuccessful. Attempted to remove catheter by removing h2o in balloon. 5 cc h2o returned, otherwise no return. Catheter was cut to allow h2o to escape. Resident was called and catheter was removed. Balloon foley catheter was then reinserted.